Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced a cardiac tamponade that required pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was noticed in the patient. After pulling out of the left atrium, it was noticed that the patient's blood pressure had dropped to 65/31. The soundstar catheter was then inserted into the body and a pericardial effusion was visualized and confirmed via intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis and about 3500ml of fluid was removed. The patient was admitted to computed tomography (CT) surgery and the patient was last reported to be in stable condition. The caller reported that the surgeon believes the cause of the issue is due to the transseptal puncture. The physician had complained that they had difficulty trying to maneuver the carto vizigo¿ 8.5f bi-directional guiding sheath - small during the case. Additional information received 18-jun-2024. Physician's opinion on the cause of the adverse event is that it was transseptal puncture specifically. Patient initially improved then required multiple surgeries due to other complications that developed. The physician punctured through the diaphragm when performing the tap and the patient developed compartment syndrome requiring multiple surgeries. Patient required extended hospitalization. Prior to noting the pericardial effusion ablation was performed. No evidence of steam pop. The event occurred when pulling the transseptal sheath out of the left atrium. No error messages observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Additional information was received on 02-jul-2024. The reason why there was difficulty trying to maneuver the carto vizigo¿ 8.5f bi-directional guiding sheath - small during the case was patient anatomy as the stick was in the incorrect place. There were no malfunctions with the sheath.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During an internal review on 03-jul-2024, noted a correction to the 3500a initial as in error did not process the "h10. Related report number" field. Therefore, processed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).